Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a steerable guide catheter (sgc) would not click into the stabilizer smoothly. It was noted that the physician required increased force to insert sgc into the stabilizer. The procedure was completed successfully. After the procedure, it was difficult to remove the sgc from the stabilizer and needed more force to detach the sgc. Troubleshooting was preformed and the sgc was able to be removed with significant force, but the plastic around the retention pins broke. A new sgc was selected and tested with the stabilizer, and was inserted and removed from the stabilizer without resistance. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
All available information was investigated, and the reported difficulty inserting and removing the sgc from the stabilizer guide dock could not be replicated in a testing environment due to the returned condition of the sgc device (damage guide attach). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined that the reported difficult to insert and difficult to remove may be related to a potential product quality issue. This complaint falls within the scope of an exception, as the complaint description and device code match the specific issue described in the exception. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
N/a.